Event description:
The customer reported the device could not power on. There was no report of patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.